Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had their neurostimulation device and 5-6-5 lead explanted due to an (B)(6) infection. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.